Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
One week prior to (B)(6) 2018, the customer started having issues with their ise tests on the cobas 6000 c (501) module. On (B)(6) 2018, the customer realized that the analyzer was using a larger volume of ise system reagent than normal. The software showed that there was a lot of reagent volume left in the bottle, but the bottle was almost empty. A few days after this, the ise calibrations started failing. The field service engineer went on site and changed the electrodes. He also changed two valves. After this, ise checks were performed and calibrations were fine. Starting on (B)(6) 2018, the customer encountered issues with erroneous ise results for two patient samples. The first sample, tested on (B)(6) 2018, had an erroneous results for ise indirect na, k for gen.2. The second sample, tested on (B)(6) 2018, had an erroneous na result. Erroneous results from these samples were reported outside of the laboratory and later corrected. The first sample had an initial na result of 92 mmol/l. The sample was repeated on a blood gas analyzer, resulting as 135 mmol/l. The sample had an initial k result of 3.0 mmol/l, which repeated as 4.0 mmol/l when tested on the blood gas analyzer. The second sample initially resulted with an na value of 128 mmol/l on (B)(6) 2018. The result was questioned, so they ran a simple precision study using the sample. The na results from the precision study were 133 mmol/l, 135 mmol/l,137 mmol/l,136 mmol/l, and 136 mmol/l. The sample was repeated on the blood gas analyzer, resulting as 136 mmol/l. The k result for this sample was fine. No adverse events were alleged to have occurred with the patients. The na and k electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer found a leak in the tubing joint of a valve and the sipper nozzle was half blocked. He cleaned the ise bath. The issue was corrected by changing a system reagent tubing. The analyzer seems to be working after these actions.